Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this peritoneal dialysis patient encountered slow fill times during fill 3 of 4 and a supply bag line blocked alarm during dwell 1 during the previous peritoneal dialysis treatment. The patient cancelled the treatment and observed evidence of a fluid leak when removing the cassette. A replacement cycler was arranged for the patient. Follow up with the patient indicates that the clinic was notified of the alleged event. The patient did not experience any complications as a result of the alleged event. Patient completed treatment with continuous ambulatory peritoneal dialysis and the patient resumed treatment on a replacement cycler.

Manufacturer narrative:
The reported symptom code (supply bag lines are blocked) was not confirmed. The reported symptom code (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. The valve actuation test passed. The system air leak test passed. The teach pump test passed. An internal visual inspection of the returned cycler failed. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. The glucose test strip tested positive. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.